Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive button. Customer's blood glucose was unknown at the time of the incident. The customer stated that the down button was unresponsive. The customer also stated that they did not have the insulin pump with them during the call. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will not be returned for analysis.